Event description:
It was reported that in the cath lab, the balloon was successfully inflated during the preparation. The catheter was inserted and when the balloon was inflated near the heart, it did not inflate. The catheter was removed and replaced with another, successfully. There was no pt death, injuries, or complications noted. The pt outcome is listed as "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.